Event description:
Per the clinic, the patient underwent surgery in (B)(6) of 2012 (exact date not reported), to excise a skin overgrowth on the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent two procedures, (B)(6) 2012 and (B)(6) 2013 to excise the excess skin around the abutment due to skin overgrowth. On (B)(6) 2012, the abutment was exchanged. The implanted device remains. This report is filed april 2, 2014. Implanted device remains.